Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient their device was not working. The patient reported that last tuesday, ((B)(4) 2019), it started burning when the patient urinated. The patient reported it felt like ¿you gotta use the bathroom,¿ and noted when they got up they started peeing and they needed to use a cup. The patient stated it worked great until last tuesday ((B)(4) 2019), and noted they hadn¿t had any electromagnetic interference (emi) or falls or trauma. The patient reported it was possible they could have accidentally turned the stimulation off but they weren¿t sure. The patient reported the night prior to the call they got out the programmer and raised the stimulation but noted they didn¿t remember if the stimulation was on or off when they first connected with the programmer to the implant. The patient stated it was at 2.4 v. The patient reported on the call that currently they were on program 2 at 2.9v and that they felt faint stimulation. The patient reported they were no longer feeling the burning but stated they still couldn¿t make it to the bathroom and they got up ¿7 or 8 times¿ the night prior to the call. The patient was advised they could increase stimulation and they were redirected to consult with their health care physician (hcp). While on the call, the patient was helped to use the programmer to synchronize and then turn stimulation up to 3.5v where they were going to leave it to see if it helped their symptoms. There were no further complications reported/anticipated.